Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump. The customer did not report, nor was able to confirm, any adverse impact on their blood glucose level. Customer technical support helped the caller reset the pump successfully, with no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurred.